Event description:
Glidewire did not have glide coating on it. We have noticed the problem with two glide wires that were from different lots. ======================manufacturer response for radifocus glidewire, glidewire (per site reporter).======================unknown at this time.